Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The biopsy port was loose. It was noted that the leak test could not be conducted as the biopsy port was loose. It was also noted that the insulation test could not be conducted as the rubber glue was cracked. The bending section rubber was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the biopsy port of the oes cystonephrofiberscope popped out. It could not be screwed back in. This was observed during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the fallen biopsy port was caused by load, handling, or other issues. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.